Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing a procedure of percutaneous vertebroplasty. The pre-op diagnosis was mentioned as compression fracture. It was reported that after placing the balloon, the balloon did not inflate even though an attempt was made to inflate it. The liquid leakage was seen from the joint part between the pressure gauge and the syringe of the inflation syringe. It was mentioned that the reason why the balloon did not inflate was not the ibt failure, but the liquid leakage from the pressure gauge adhesive part of the inflation syringe. The procedure was performed successfully by using the reported product. There was a delay of less than 60minutes occurred as a result of this event. Labelling/IFU was followed throughout the procedure. There was no additional treatment/surgery performed as a result of this event. There was no health damage in patient reported as a result of this event. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # kpt1502 ; lot # 222010095 analysis summary: visual and functional inspection confirmed the syringe has some dried media in the tube of the syringe and on the outside of the lcd screen. The lcd will no longer power on. Functional inspection confirmed the display would not power on .it appears the syringe is leaking on the back side where the cylinder connects to the pressure monitoring portion. The fitment of the pressure sensor may have come loose. This could cause the syringe not to build pressure and leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.